Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generators header. The lead was inserted after using silicone oil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.